Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states right wheel lock handle broke off, dealer states no injuries.